Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed with the usual method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.